Event description:
It was reported that during a ptca procedure in the distal "lcx", the dilatation catheter did not inflate completely, and subsequently did not completely deflate. During the initial inflation, air and a small amount of contrast were also observed in the balloon, so add'l aspiration was performed. Air and a small amount of contrast were also observed during the second inflation. After deflation, resistance was encountered during removal, and the balloon was observed to be partially inflated. Deflation was then attempted without success using a large syringe. The dilatation catheter was then removed from the anatomy partially inflated, resulting in a dissection in the proximal to distal "lcx". The dissection was treated by dilatation with another company's dilatation catheter. No other info was reported.